Event description:
It was reported the customer had a bad sensor alert. Customer's blood glucose was 151 mg/dl. The customer stated their isig was blank. The customer also reported receiving a low predicted alert. The customer was advised to change out their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.